Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during positioning for a craniotomy procedure, the head holder on the mayfield skull clamp (a1059) slipped and failed to hold the patient's head securely after being tightened securely. The patient sustained two (2) lacerations (approximately 1cm and 5cm) to the head. Patient laceration was sutured to close and no further adverse impact was reported. There was no surgical delay. Additional information received indicates that 60 pounds of pressure was applied and no stereotaxy device was used.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was not returned for evaluation; therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2010). If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.